Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code problem code: e2010 needle stick/puncture / code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm. The date of event is an approximation. Approximately six weeks ago, around 09/15/2025, the patient reported that her husband drove her to the emergency department due to a sensation of near-syncope. Upon arrival, laboratory tests were conducted. According to the patient, she was diagnosed with three infections: a urinary tract infection (uti), a sinus infection, and an abscess. Documentation indicates that the patient had a confirmed case of mrsa (methicillin-resistant staphylococcus aureus) and developed an abscess at the site of a needle puncture and wearable device insertion in her arm. She was prescribed ciprofloxacin, reportedly at a dosage of 1000 mg daily, although she was uncertain of the exact dosage at the time of reporting due to memory lapse. The patient remained in the emergency department for approximately three hours and was discharged the same day. She was reportedly stable at the time of discharge. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.